Manufacturer narrative:
The pump was unit received with minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the insulin pump case. The pump was not dropped or bumped. A part of the reservoir compartment was broken off. Customer does not know how it happened. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.